Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): serious and life threatening adverse events, including death and infection have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device not being returned for analysis.

Event description:
It was reported that during a recent hospitalization, on (B)(6) 2015, the patient experienced a partial seizure, no loss of consciousness. CT brain- ich very small bleed left parietal ("superior lobe due to overshoot in aptt whilst on heparin infusion"). On (B)(6)2015, lvad flow gradually reducing. On (B)(6) 2015 lvad flows at 1.2 l/min. Patient put on peripheral ECMO and urgent call for transplant activated. Lvad flows now 0.2l/min and still awake on peripheral ECMO waiting for urgent heart. Patient died (B)(6)2015. No results of post mortem examination.